Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that they experienced hyperglycemia also the insulin pump was not turn on. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was treated with injection for high blood glucose level. The customer stated that the auto mode feature was not active. Customer stated that insulin pump was not working and there was any fluid on the battery compartment. Customer states o-ring was in place and it was free of debris. Customer states battery cap was damaged. Customer stated that insulin pump was exposed to moisture. The insulin pump will returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test due to blank display. Also, received with moisture damage on the motor and force sensor.